Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Korea. Allegedly, the patient, 42 months post-operative, visited the clinic complaining of left-breast firmness. Ultrasonography revealed that the left breast implant was ruptured. (Sn: (B)(6)).